Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported while attempting to gain access to the right groin, to treat the left leg, the patient had a severely scarred groin and the micropuncture buckled. A second one was opened and the same difficulty occurred, as it buckled as well. There were no known consequences to the patient reported. During investigation it was noted one of the sheaths hub is detached and the proximal end of the sheath is unraveled.